Event description:
It was reported the patient experienced a fall and their lead had migrated. The patient also reported experiencing pain after the fall. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced on (B)(6) 2019. Effective therapy restored post-operatively.